Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the device was flushed before use but air aspiration was not performed. The operator's instructions section includes the preparation section with steps related to removing the device from the protective tubing, flushing the guide wire lumen and preparing the device by removing air from the system. The investigation determined the reported difficulties appear to be related to use error as it is likely that the reported balloon material rupture was a result of an insufficient/incorrect preparation prior to use. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a proximal diagonal artery. Pre-dilatation was performed with a 2.5 x 15 mm non-abbott balloon catheter. A 2.75 x 18 mm otw xience alpine stent was being deployed when the balloon ruptured at nominal pressure during the first inflation. An nc trek balloon catheter was used for post dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.